Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported receiving multiple low readings when compared to a competitor brand device and experiencing symptoms described as vomiting and dizziness. Sensor scan results of 96 m/dl, 75 mg/dl, 48 mg/dl, 102 mg/dl, and 105 mg/dl were compared to competitor meter readings of 300 mg/dl, 150 mg/dl, 97 mg/dl, 305 mg/dl, and 209 mg/dl respectively. Customer had contact with an hcp who obtained a reading of 409 mg/dl, diagnosed him/her with hyperglycemia, and provided intravenous insulin (dose/type unknown) for treatment. There was no report of death or permanent injury associated with this event.